Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2316-50. Serial: (B)(4). Description: infinion 16. Model: sc-3400-30. Serial: (B)(4). Description: 2x8 splitter. Model: sc-4316. Lot: 18237707. Description: clik anchor. Device has not been received.

Event description:
A report was received that the patient underwent an explant procedure of two leads due to loss of therapy and high impedances. Two new leads were implanted and the patient is reportedly stable following the procedure.

Manufacturer narrative:
Sc-2316-50, sn: (B)(4): visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. There are no exposed cables at the clik site fracture locations. The lead body gets kinked right after it exits the clik anchor and it resulted in the reported complaint. Sc-2316-50, sn: (B)(4): visual inspection found lead body was bent/kinked/damaged at the clik anchor site, 1 cm from the set screw mark. X-ray inspection confirmed all cables were fractured. There are no exposed cables at the clik site fracture. The lead body gets kinked right after it exits the clik anchor and it resulted in the reported complaint.

Event description:
A report was received that the patient underwent an explant procedure of two leads due to loss of therapy and high impedances. Two new leads were implanted and the patient is reportedly stable following the procedure.